Event description:
I had dow corning silicone breast implants in 1984. In (B)(6) 2012, my mammogram showed the right implant had ruptured. I had both removed and not replaced in (B)(6) 2012. The dr missed some of the silicone, after saying "if I didn't get it all, I got 99 percent". It showed up on my next mammogram. Being on (B)(6), and having to pay up front for any plastic surgeon to go back in and get the remaining silicone out, wasn't an option. I had to come up with the (B)(6) to have them removed up front and fought (B)(6) for 18 months to get reimbursement. I'm still paying on the remaining balance that (B)(6) didn't reimburse me for. I was just diagnosed with breast cancer in the same breast where the implant ruptured, and some silicone was left in, (B)(6) 2014. I really don't think this is a coincidence at all.